Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B) (6) 2010, this pt underwent endovascular repair of a thoracic aneurysm using gore tag thoracic endoprosthesis. The gore tag devices were deployed without incident. Upon removal of the 22 fr gore introducer sheath, the right external iliac became transected and was attached to the introducer sheath. An occlusion balloon was inserted to stop the blood flow. A contralateral leg component and an iliac extender component were deployed between the right common iliac artery and the external iliac artery to treat the transection. A surgical repair using an 8mm eptfe vascular graft was also performed distally. The proximal side of the vascular graft was then directly anatomized with the distal end of the iliac extender component. The pt tolerated the procedure.